Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. It was alleged the patient experienced infection. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a vaginal vault suspension, anterior and posterior repair, lysis of extensive pelvic adhesions and implant of a bard flat mesh. On (B)(6) 2010 - the patient was diagnosed with vaginal vault prolapse, lateral cystocele, rectocele and weakened pelvic fascia. The patient underwent a sacrospinous ligament fixation, anterior/posterior repair with implant of a non-bard davol "prolift" mesh sling and cystourethroscopy. No mention of any visualization or involvement of the previously implanted bard flat mesh. The attorney alleges the patient experienced pain, infection, prolapse, bleeding and additional surgical invasive procedure.